Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred, that the battery was depleting quickly and that the insulin gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.